Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The indication for use of the device was intractable spasticity.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver an unknown type of baclofen (concentration and dose unknown). The indication for use was unknown. On (B)(6) 2018, it was reported that the patient¿s pump was explanted due to infection. The event date was asked but unknown. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. It was unknown what interventions/actions were taken to resolve the issue. It was reported that surgical intervention occurred. Per the rep, an explant was done at some point. The rep indicated that they were not made aware of the infection or the explant until (B)(6) 2018, when they re-implanted the patient with a new pump and catheter. It was unknown when the pump was explanted or how the infection was detected. At the time of the report the issue was resolved, and the patient's status was listed as ¿alive ¿ no injury." No further complications were reported or anticipated. The patient¿s weight was asked, but unknown. The patient¿s medical history was asked but would not be made available due to a legal/ confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
Correction: the explant date is unknown. It was indicated that it occurred "a while ago." Based on the implant date of (B)(6) 2018, the best estimate for the pump explant is sometime in 2018, prior to (B)(6) 2018. Initial reporter address/contact information corrected. If information is provided in the future, a supplemental report will be issued.